Event description:
Reporter alleged, the customer's aviva system memory indicated there was a blood glucose result of 40 mg/dl back to back with a result of 75 mg/dl when testing was performed 10 minutes apart. Reporter stated, the customer "would have" had hypoglycemic symptoms during the time of the testing and "would have" self treated 'with cookies". No report of any other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.